Manufacturer narrative:
The subject device was returned for device investigation. It was observed that during the device evaluation, foreign material was in the air/water cylinder and air/water channel. There was no report on the subject device being used in procedure after the suggested event was reviewed. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the analysis, it was observed that there was foreign material found in the air/water cylinder and air/water channel. There were no reports of patient involvement.